Manufacturer narrative:
As the lot number was not provided, a lot history review was not performed. The device was not returned for evaluation. Medical records and images were provided and reviewed. The investigation confirmed for difficult to remove. A root cause could not be determined. The device is labeled for single use.

Event description:
This report summarizes one malfunction. The information reviewed indicated that model unknown nitinol vena cava filter allegedly was difficult to remove. This information was received from one source. The malfunction involved a patient with no reported consequences. The male patient's weight and age were not provided.